Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to ed overnight with congestive heart failure (chf) exacerbation in respiratory distress. He was temporarily placed on bipap and given IV diuretics, before being put on supplemental o2. The patient was hypertensive and temporarily started on nitro drip. This was weaned off in route with systolic blood pressure around 100. The pump stopped because of total loss of power. The patient's symptoms were caused by outflow graft obstruction related to gortex wrap covering the graft which led to low flows and flash pulmonary edema. The outflow graft was stented by an interventional cardiologist in the cath lab on (B)(6) 2020. Flows returned to normal, symptoms resolved, and the patient was discharged on (B)(6) 2020. No equipment will be returned. Heartmate ii system controller is in manufacturer report number #2916596-2020-01642

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported congestive heart failure exacerbation and associated patient symptoms could not be conclusively determined through this evaluation. Review of the submitted system controller log file confirmed the reported low flow events. According to the account, the patient's symptoms were caused by an outflow graft obstruction related to the gortex wrap covering the graft, which led to low flows and flash pulmonary edema. The report of an outflow graft obstruction could not be confirmed through this evaluation as the device remains in use and no photographs showing the obstruction were provided. In addition, review of the submitted system controller log file identified a controller clock reset. A specific cause for the controller clock reset could not be conclusively determined through this evaluation; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery. It was reported that the patient presented to the emergency department at an outside hospital with congestive heart failure exacerbation in respiratory distress. He was temporarily placed on bipap support and given IV diuretics prior to being placed on supplemental oxygen. The patient was also noted to be hypertensive and was temporarily placed on a nitroglycerin drip. The patient was transferred to the implanting hospital on (B)(6) 2020 and upon arrival his backup battery was replaced and the controller time was synced. It was noted that the patient had a gortex wrap on his outflow graft and flow readings continued to be around 2.8 lpm. The submitted system controller log file showed that the time clock was set to the default timestamp of (B)(6) 2001 1:00 am throughout the majority of recorded data, resulting in active yellow wrench advisories. The last two recorded events in the log showed that the clock was synced and recorded timestamps on (B)(6) 2020 at 8:57 am and 9:28 am. Multiple low flow hazard events were captured throughout the log file, which were associated with estimated flow values of 2.3-2.4 lpm and correlated with relatively low pump power values of 4.2-4.4 watts. Despite the low flow condition, the pump appeared to be operating as intended and the pump speed remained above the low speed limit without issue. A specific cause for the controller clock reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. This sequence of events would have resulted in a pump stoppage. Additional information provided by the account indicated that the patient's symptoms were caused by an outflow graft obstruction related to the gortex wrap covering the graft, which led to low flows and flash pulmonary edema. The outflow graft was reportedly stented on (B)(6) 2020. Flows subsequently returned to normal, all symptoms resolved, and the patient was discharged on (B)(6) 2020. It was stated that no equipment would be returned. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.